Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 31jan2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 10 colony forming unit(cfu) as comprising of the following 6 isolates: (B)(6) - positive cocci - micrococcus luteus; (B)(6) - positive cocci - staphylococcus hominis; (B)(6) - variable rods - paenibacillus spp.; (B)(6) - unable to determine, no cells observed; (B)(6) - positive rods - unidentified; (B)(6) - negative rods - brevundimonas intermedia, brevundimonas nasdae, brevundimonas vesicularis. Study number: (B)(6). The longterm loaner duodenoscope was received by pentax medical for evaluation on 23jan2019. Duodenoscope was reprocessed and resampled per pentax medical procedures. The re-sampling results received on (B)(6) 2019 met the acceptance criteria of zero cfu of high concern bacteria and <10 cfu of low/moderate concern bacteria. Study number: (B)(6). The duodenoscope was inspected by pentax medical service on 11mar2019 and found the following inspection findings: unit tested all function pass; distal cap - fixed type passed epoxy seal integrity inspection; passed wet leak test; passed dry leak test; fluid invasion not observed in pve connector; fluid invasion not observed in control body; the video duodenoscope was returned to the customer on 27mar2019.